Event description:
The customer advised that the zenith main body was inserted and released. Wires pulled and proximal end of stent was still in the cone as the top cap would not advance. The balloon was inflated inside and device and the rod was pushed upward. Eventually the top cap was advanced off the suprarenal stent.

Event description:
The customer advised that the zenith main body was inserted and released. Wires pulled and proximal end of stent was still in the cone as the top cap would not advance. The balloon was inflated inside and device and the rod was pushed upward. Eventually the top cap was advanced off the suprarenal stent.